Event description:
It was reported that this implantable lead was part of a system revision due to pocket inflammation and infection. There were no additional adverse patient effects reported. This lead was explanted.

Manufacturer narrative:
This supplemental is being filed to update h6: additional codes, necrosis and medication required.

Event description:
It was reported that this implantable lead was part of a system revision due to pocket inflammation and infection. There were no additional adverse patient effects reported. This lead was explanted. Additional information indicated that the patient had compression necrosis at the pocket part. And was treated with antibiotics before new implant.